Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the device would not detach, after several attempts with an instant detacher, and by using a manual detachment method. As a result the physician slowly pulled out the inside of the microcatheter and collected the coil. The procedure was then completed with another device. The patient was undergoing embolization surgery for a 4mm cerebral aneurysm. There were no related patient symptoms. Ancillary devices include a stryker sl-10.